Event description:
Healthcare professional reported right side textured to smooth implant device replacement. Healthcare professional later reported right side rupture and hole in radius. The device has been explanted and replaced. Device discarded.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side textured to smooth implant device replacement. The device has been explanted and replaced. Healthcare professional, later reported, right side rupture.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional reported right side textured to smooth implant device exchange. Healthcare professional later reported rupture, hole in radius, and capsular contracture baker grade ii. Patient undergone total capsulectomy. The device has been explanted, replaced, and discarded.